Manufacturer narrative:
Submit date: (B)(6) 2015. The DHR (device history record) of the lot number reported was reviewed, and it was confirmed that the products were produced accomplishing quality requirements and released according to established procedures. Since no sample was received for evaluation, the customer complaint could not be confirmed. The potential root cause could be that this issue occurred as a result of the molding process. A corrective and preventative action (CAPA) was initiated to address the reported issue. This CAPA was generated to review and update job plans for the ultrasonic cleaning machine, update the cleaning machine procedure to incorporate proper handling of mold pieces, describe the step by step mold cleaning process, determine and establish a maximum storage period for molds after the cleaning process, establish an optimal life time period for detergent and update the procedure, and establish a balloon mold flatness base verification period. Preventative actions include updating the visual aid to assist the operator to determine when the brushes used for balloon mold cleaning should be replaced and implement the use of a closed plastic container for handling and protection of product samples. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a urology catheter. The customer states that the balloon ruptured, tore off and water leaked out. The catheter then fell out. About 3 to 4 inches of the catheter could not come out of the patient. The patient contacted their doctor and the doctor was not able to take the patient right away. The patient waited about 7 hours and eventually the catheter came out. The patient went to the emergency room due to pain and blood caused by the balloon rupture and stuck catheter. The patients bladder was flushed and the patient was sent home. The patient stated that there were small tears found in their urethra. A few days later, the patient could not urinate at all and went back to the hospital. Two pieces of the balloon were found in the patients bladder. As a result, the patient underwent a gastrostomy surgery to remove the two pieces of the ruptured balloon.